Event description:
No new patient or event information has been received since the last report was submitted.

Manufacturer narrative:
Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of the instructions for use, manufacturing instructions, and quality control data. Visual examination of the returned product noted the device was returned with the fitting separated from the tubing. The flare on the tubing is slightly slanted. The flare width measures 8 mm. A review of the device history record could not be conducted as the lot number of the complaint device was not provided by the user facility. A search of complaint history for the complaint device lot could not be performed as the lot number was not provided. The instructions for use (IFU) provides the following information relevant to the reported failure mode. How supplied - store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. To conclude, the device was returned with the fitting separated from the hub. The flare on the tubing was found to be slightly slanted. The tubing may have pulled from the fitting due to the flares being slightly slanted. The complaint was confirmed based on investigation of returned device. The investigation conclusion it is likely that unintended use error caused or contributed to this event. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the pigtail catheter on the wayne pneumothorax set had separated from the hub. This was detected by the physician before patient contact. The physician opened another wayne pneumothorax set and completed the procedure successfully. The device was packaged in hard plastic, stored in a warehouse and kept flat. The device required a specially-assigned person to deliver it to the hospital, as the hospital has an inspection process that must be complete before accepting devices.